Event description:
The customer reported having a stroke and being hospitalized. The customer stated that her blood glucose was 257mg/dl at the time she felt in the bathroom and the paramedics were called. The customer stated that she does not remember more details, but it was not confirmed if it was diabetes related. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.